Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified as resettable, and no notable events occurred prior to the malfunction.